Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked from the septum. Customer experienced an elevated blood glucose (bg) level and manual injections were used to correct.